Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported that patient was put in position for a posterior cervical surgery using the mayfield infinity xr2 skull clamp (a2114). When the physician was tightening the tension pin to 60psi, she was told that something on the skull clamp "popped loudly" and when they looked down at the tension pin, it then read 25psi. The staff was unsure what made the large noise and where the skull clamp lost tension. They swapped the unit for a doro they had in reserve. There was a 30 minute delay in surgery; however, no patient injury was reported.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: DHR review: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the unit received had both the right and left pawls replaced due to wear. The hastalloy spring in the 80-pound torque knob was replaced due to it catching the inside of the 80-pound torque knob and allowing it to move when set in the locked position. The set screw was replaced due to the index knob being slightly loose. Root cause analysis: complaint confirmed via inspection of the unit. While repairs could not duplicate the loud popping noise, they were able to get the torque knob to move while making slight rotations of the block. It was found that the hastalloy spring in the 80lb torque knob is catching the inside of the knob and causing it to rotate. . No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.